Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11336r22, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported the patient had a return of symptoms. It was noted the patient was going to have an MRI of their spine. The reporter stated that the MRI was not related to their therapy, but then stated they needed an MRI because of their spasticity. It was noted the patient pump was implanted for spasticity. It was further noted the patient had been turning the pump down for the last 1.5 years because their spasticity had gone away. The reporter stated that a couple weeks ago their spasticity had returned. The reporter further stated they were in the hospital because of the return of symptoms and they needed to get an MRI of the spine. The pump contained hydromorphone and baclofen. Additional information received reported the patient¿s pump was interrogated today. The reporter stated they had not had a problem for about three years. The reporter further stated they had been turning the pump down and ¿it was almost not running and very low.¿ additional information was requested, but was not available as of the date of this report.